Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, no femoral angiogram of the puncture site was taken was taken. It should be noted the proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case it is undetermined if the IFU deviation contributed to the reported complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral using a proglide after an ablation interventional procedure using a 8f sheath. No femoral angiogram was taken. Reportedly, there was no suture present when the plunger was removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.